Event description:
Physician performing cardiac catheterization. While trying to reposition the coronary guide wire it sheared off at the tip of the guide catheter. Faulty guide wire removed, new guide wire used for the procedure. FDA safety report ID # (B)(4).